Event description:
Pt revised for dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(4) is a reopen of (B)(4) due to receipt of pinnacle litigation records alleging that the friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the plaintiff's blood and tissue and bone surrounding the implant resulting in the plaintiff experiencing severe pain, discomfort, inflammation, injury, partial or complete loss of mobility and loss of range of motion.